Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed the guidewire exit port was lifted.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderately calcified and mildly tortuous distal right coronary/posterolateral branch. The opticross hd imaging catheter was advanced for ultrasound examination of the distal target lesion. Automatic pullback was started but towards the end of pullback, the wire was looped and stuck to the opticross catheter. The catheter had gotten stuck on the wire and pulled the wire back and onto itself. Everything was removed and the procedure completed using another catheter. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderately calcified and mildly tortuous distal right coronary/posterolateral branch. The opticross hd imaging catheter was advanced for ultrasound examination of the distal target lesion. Automatic pullback was started but towards the end of pullback, the wire was looped and stuck to the opticross catheter. The catheter had gotten stuck on the wire and pulled the wire back and onto itself. Everything was removed and the procedure completed using another catheter. There were no patient complications.